Event description:
A report was received the day of the event from a doctor regarding a patient who had a left eye memorlylens implant in 2002. The patient presented for exam on the day of the event with rebound inflammation, moderate severity. The corneal status immediately post-operation was clear. One day post-operation the patient presented with dandruff flakes in the eye and circumlimbal flush, cells 2+. The patient was treated with steriods and nsaid's. The patient's condition was stable and the doctor's prognosis for the patient was marked as good.